Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went into safety mode during an implant. Another device was implanted in its place. The device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went into safety mode during an implant. Another device was implanted in its place. The device is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device moved to safety mode after detecting three faults in a short period of time. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.